Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The reporter stated the device's cannula became detached and remained in the patient's leg. Patient's mother was instructed to watch site to see if cannula will work itself out of the subcutaneous tissue. No permanent adverse effects reported at this time. Mother will report additional information if surgical intervention is taken.